Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Product development evaluation: visual evaluation - all (4) four cruciform tips are broken and all of them appear to have yielded while loosening or removing a screw. Otherwise, the instrument is in good condition. The returned device has all (4) prongs broken off the cruciform. Based on the direction the tines are bent at the break surfaces, it appears that the user was removing a screw when it broke. The recommended technique for removal is to use the non-cannulated screwdriver shaft. Based on the age and condition of the device, there is no indication of a design related issue and therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a procedure for a great toe fusion, the tip of the cannulated cruciform screwdriver broke off in the head of a screw. The surgeon retrieved the broken tip from the screw head, used another screwdriver and continued with the insertion of the screw. The procedure was completed with no adverse effect to the patient.